Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a low battery alarm issue. Customer stated that the pump has not given a low battery alarm prior to dying. Customer also stated that there was blocked insulin with no delivery. No harm requiring medical intervention was reported. The device will not be returned for analysis.